Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure of the entire system due to infection. The patient suffered a vasovagal syncope at home, not related to stimulation or the device, and sustained a head injury as a result of the fall. The wound was located in the area of the lead/lead extension juncture and subsequently became infected. The symptoms the patient experienced included redness, swelling, and fluid discharge. The patient was placed on an antibiotic regimen; however, the surgeon determined that explantation of the device was necessary. The patient is recovering normally following the explant procedure. The explanted devices were disposed of by the hospital and will not be returned to boston scientific for analysis.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2203450, model: db-2203-45, serial: (B)(6), batch: 5002764, UDI: (B)(4). Product family: dbs-extension upn: m365db3216550, model: db-3216-55, serial: (B)(6), batch: 5001273, UDI: (B)(4). Product family: dbs-extension upn: m365db3216550, model: db-3216-55, serial: (B)(6), batch: 5001298, UDI: (B)(4).